Event description:
It was reported that the patient presented in the hospital for a device implant procedure. Post procedure the patient suffered with weakness that resulted in prolonged hospitalization. Patient was kept under observation. No further information was available.